Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broke piece didn't fall into the patient's body. Changed another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broke piece didn't fall into the patient's body. Changed another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent